Event description:
It was reported that while the ventilator was connected to a pt, it alarmed an increase of the breathing rate from the set 16 breaths/min to 44 breaths/min was observed. The ventilator was replaced. No injury reported.